Manufacturer narrative:
This report is being submitted as follow up no. 2.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information and the completed investigation. It was initially reported that the device was available, however, to date, the device has not been returned. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty with the involved angio-seal evolution device. Follow up communication with the user facility reported: they were experiencing resistance when drawing back on the angio-seal evolution device; they have had a lot of angio-seal devices lately that have been very hard to pull back; on this occurrence they could never pull back to the green mark; they did release it and tamp the collagen down; they had some problems with the groin following the deployment; he had bleeding and a hematoma; and he was also on a lot of blood thinners and it was reported they did not know for sure that it was related to the angio-seal. Additional information was received on may 30, 2017. The angio-seal was deployed at the end of the procedure so no other equipment or devices were used in conjunction with it. Additional information was received on june 5, 2017. The hematoma was discovered in the cath lab and manual compression was applied immediately. Patient was stable when moved to recovery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.